Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2022 and suture was used. During the procedure, the plastic surgeon was ready to debridement and suture the patient. When the suture was knotted, the suture was broken, which made it impossible to continue to use. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch number qjmqta, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.